Event description:
Situation: smiths medical jelco via valve (blood control) peripheral safety IV catheter issues background: several occurrences of catheter needles that were bent in package or bending during insertion of the catheter. Assessment: IV team leadership met with representatives from smith medical. The incidents have been random with different lot numbers involved. The company could not provide an explanation or resolution. Another product, protectiv plus has been used for over 15 years without product integrity issues. Recommendation: IV team/hospitals have stopped using all via valve IV catheters until further notice, the protectiv plus product is available and to be used for peripheral IV use. The via valve IV catheter product has been pulled from unit shelves and are being stored by supply chain staff. FDA safety report ID# (B)(4).